Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator was showing an out of range (oor) error message and the programmer could not find the implantable neurostimulator. The error disappears only when the stimulation amplitude is set very low, but that level is not clinically effective. Patient is no longer able to charge the device. It was discovered that contact 11 was out of range (high impedance). Since this was the same electrode used to deliver therapy, this is what was causing the oor error.